Event description:
After a surgery was completed on (B)(6) 2013, the batteries were recharged. Reportedly the batteries were set in the charger. After 5-10 minutes it was reported there was smoke coming out of the charger and there was a loud sound. The plug was immediately pulled on the changer and was discontinued for use. This is 3 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A total of two (2) battery units were received (same part/lot number) for investigation on (B)(4) 2013. Additional part was added to the complaint. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.